Event description:
Pt was undergoing an explantation of an implanted defibrillator and lead using laser lead extraction. After verification that the ICD lead was defective, a locking stylette was advanced to the distal tip of the lead and locked in place. The suture was attached proximally to the insulation, and the proximal end of the suture was connected to the locking stylette. A laser sheath was advanced over the lead. Using the laser, the sheath was advanced underneath the clavicle, and to the proximal portion of the proximal defibrillation coil. The laser sheath was advanced slowly and with some difficulty over the coil, with unravelling of the coil as the sheath was advanced. The laser sheath was always kept in line with the direction of the right ventricular lead. Approximately 1/2 to 2/3 the distance along the proximal coil, the laser sheath did not appear to be advancing. The laser sheath was removed, tested and shown to have low output. A new laser sheath was obtained. The locking stylette appeared to have pulled back some and was gently re-advanced. The new laser sheath was then advanced to the coil, and with the laser, the sheath was again gently advanced. The lead body appeared to be along the medial aspect of the superior vena cava. The laser sheath was advanced to the right atrial superior vena cava junction. At that point, it was noted that the pt's blood pressure dropped precipitously and was not responding to volume. Pericardial tamponade was assumed and the cardiac surgeon proceeded to open the chest, at which time tamponade was confirmed. The pt was placed on bypass. A long laceration was evident extending from the right atrial/superior vena cava junction with the innominate vein. The vein was repaired and the pt was eventually taken off of bypass. There initially appeared to be adequate left ventricular and right ventricular contractility. However, the right ventricle eventually distended. Attempts to rest the heart and improve function were unsuccessful.